Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Prior to the procedure starting, the pin block for the carto 3 system had a broken connector. The connector/port problem is assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. During the procedure, after the 4th rf application, there was an error of high impedance cut-off on the smartablate generator and ablation was stopped. The force was between 1 and 27 grams with an average of 6 grams,40 watts the patient then had an initial drop in the blood pressure, and cardiac tamponade was confirmed by intracardiac ultrasound. The heparin was reversed, and pericardiocentesis was performed to remove 3 liters of blood from the pericardial space and re-infused into the patient. Patient was reported in stable condition after pericardial drainage and was moved to the intensive care unit for observation. Patient¿s condition improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was performed with an abbot agilis and brk transseptal needle. The flow for the irrigated catheter was at 15cc/min. The force visualization features used included graph, dashboard and vector. The parameters for stability used with the visitag module were 2mm 3 seconds size 3. The color option used prospectively was time. The maximum impedance measured on smartablate generator was 268 ohms and the cutoff was 250 ohms. The generator was used in power control, all thresholds were default settings. Power was at 40 watts, temperature at 22 c degrees, impedance at 140¿s ohms, contact force between 1-27 grams with average of 6 grams.